Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation and the lead at l4 exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: medical device problem code should be 1260 - fracture rather than 1291 - high impedance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead was confirmed fractured visually and surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.